Event description:
Customer's father reported that the insulin pump was stuck in the preparing to prime loop and was unable to exit. Customer did not recall any events that led up to this error. Blood glucose level was 368 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump functioned properly during the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. No prime or fill anomaly was noted. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.